Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure, causing a 5-minute delay. The affected procedure was a breast lumpectomy. The required medications ephedrine, neosynephrine and sugammadex were retrieved from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's hard drive was not allowing the system to boot. The hard drive was replaced and configured to resolve. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-sep-2021 to 29- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard drive failed. A field service engineer replaced the hard drive, applied settings and allowed the drive to load. He then logged into the app and started a data sync. He also installed a power switch bracket. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a black screen during a procedure, causing a 5-minute delay. The affected procedure was a breast lumpectomy. The required medications ephedrine, neosynephrine and sugammadex were retrieved from another station. There were no adverse events or injuries reported based on this event.